Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to contamination on the battery pca and a defective y1 crystal oscillator on the beside pca. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective crystal oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.